Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pre-procedure device check, the atrial lead exhibited multiple noise reversions episodes. The lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.